Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Initially, service was requested by the customer, but was later cancelled because the customer found that the problem he was having in getting a test to pass during the pm was caused by his test set up. The iabp is working and has been returned to clinical service.

Event description:
The customer reported that the cs300 intra-aortic balloon pump (iabp) has ram errors occurring ever since field actions were performed. This was discovered during preventative maintenance (pm) performed by the customer; thus no patient was involved and no adverse event was reported.